Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed service code 204. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service eval, service code 204 was displayed. The cause for the service code 204 is a pinched wire in the belt receptacle. The root cause for the pinched wire in the belt receptacle was not positively identified. The last pt to use this monitor did not report any deficiencies.